Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the ICD system was explanted due to an aborted shock with 0j and 20 ohms. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead was not returned for analysis. Therefore, this report refers to the analysis of the ICD. Upon receipt, the ICD was interrogated. Interrogation could be properly performed and revealed the mos1 battery status. An amount of 17 charging cycles was recorded in the device¿s memory. The memory content of the device was inspected. The inspection of the shock holter showed five aborted shocks, three on february 7th, 2021, and two on february 6th, 2025. Further investigation of the device log data revealed that these shocks were aborted, as expected, due to the detection of an external short circuit in the shock path, which might have otherwise damaged the ICD. The ability of the device to deliver therapies was tested. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied, and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. Next, the device was subjected to a thorough visual inspection. During inspection of the header signs of an electrical arc-over on the ICD antenna was identified. This indicates a possible external short circuit in the implanted state, which is consistent with the ICD memory data, as mentioned above. The root cause of this external short circuit could be tracked down to a misaligned placement of the antenna during assembly. Despite multiple inspection steps, this misalignment was not identified during manufacturing of this device.